Event description:
It was reported that during a laparoscopic sigmoid procedure, the surgeon fired the device to perform an anastomosis. However, the device was not able to be pulled out of the rectum after the firing causing great difficulty. The surgeon had to manually suture the anastomosis.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: surgeon started that the device was opened per IFU guidelines. The device was rotated 90 degrees to free itself for tissue however it did not release from tissue. The tissue had to be removed taking tissue with it. Patient is on colostomy bag for 3 months.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.